Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the patient underwent a surgical revision procedure where both the lead and device were explanted. The products have been returned for analysis. There were no adverse patient effects reported.

Event description:
Subsequent information was received that the system displayed additional low, out of range shock impedance measurements. Noise and oversensing was also observed. Isometrics were not able to reproduce the noise. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance (sli) measurement. The cause of low sli was not determined. Boston scientific technical services (ts) discussed the most recent events and there was no noise on the electrogram (egm). Further, trouble shooting measures were discussed. At this time, the system remains in service. No adverse patient effects were reported.